Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and inspect it along with other components, such as the pneumatic tap area. The caller followed these instructions, cleaned the appropriate areas, and successfully loaded the cartridge onto the pump, resuming insulin delivery.